Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The reported malfunction could not be duplicated. A battery was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not fluoro and a fatal error message displayed on the right monitor. No pt injury was reported.